Event description:
Customer reported false positive results (2+) in the weak d phase with one pt sample. No erroneous results were reported. Qc testing performed by customer was satisfactory. This report corresponds to ortho clinical diagnostics inc (B)(4).

Manufacturer narrative:
Ortho clinical diagnostics (ocd) performed retained testing. Satisfactory results were observed.